Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power loss and the insulin pump was not accepting a battery and was not able to rewind the insulin pump. Customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify battery failed alarms and unexpected battery power loss due to blank display. Also, received with moisture damage on the motor and force sensor.